Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Device received with scratched case and pillowing keypad overlay. After battery installation unit gave an unexpected partial display with horizontal white lines on display due to cracked lcd controller. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pixelated display. The customer's blood glucose value was 133 mg/dl. Customer states the insulin pump has cosmetic damage and was not expose to moisture. Customer stated the pump does show signs of physical damage and they can not read the display. The device will be returned for analysis.